Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. Troubleshooting was performed. The time and date on the device were correct. Reviewed the alarm history and found a no delivery alarm. The bolus history was checked and noted that on (B)(6) 2013 a bolus of 6.0 units was taken when his blood glucose was 600mg/dl; then another bolus for 379mg/dl, 49 boluses of 4.41 units, a bolus of 3.0 units for 600mg/dl, and last a bolus of 2.7 units for 600mg/dl. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The high pressure test was performed and the test failed twice. Advised the nurse that the device would be replaced and revert to back up plan. No further information was provided.